Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator was evaluated and recalibrated. The alignment, size/focus features were adjusted to optimal requirement. The system was tested and found to be working as intended.

Event description:
The customer reported that the system failed to display an image upon request. No pt death or serious injury was reported related to this event.